Manufacturer narrative:
Initial reporter state, province or territory: (B)(6). Initial reporter telephone number, (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that upon further clarification, an intraocular lens (iol) was removed and replaced due to the amputation of the haptic. It was not during assembly, it was mounted, and at the time of inserting the lens the amputation was verified. No further information provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that race has been provided incorrectly, it was noted to be unknown in the initial report. However, it should be corrected as race was provided to be "black". Hence, this submission of report to correct the info. Field below is updated. Section a5. Race, black. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.